Event description:
Customer reported two neonate samples typed b positive on galileo, using the fwd_abo assay, but typed as ab positive with the tube method. Samples were not repeated on the galileo. Anti-a lot 101673 was used.

Manufacturer narrative:
With manual tube testing using the same reagents used on the galileo, the reaction of the patients' cells with anti-a was 1+. The limitations of use and warnings chapter of the galileo operator manual states: "warning: the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less I tube test methodology."